Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint from a manufacturer's product support engineer (pse) reporting a backup alarm failed message occurred on the v60 ventilator. The device was not in clinical use. The issue was reported to have occurred while at the repair center. There was no harm. The device did not meet specification for intended use and remained out of service. The pse evaluated the device and confirmed the reported problem by verifying the diagnostic code 1104 (backup alarm failed) in the device event log. The central processing unit (cpu) printed circuit board assembly (pcba). The device was operational and returned to the customer after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H10: the removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and reported there was no evidence of anomalies. The pil technician verified multiple occurrences of the error code 1104 in review of the device diagnostic log (drpt), which corresponds with the allegation of backup alarm failure. The pil technician installed the system cpu pcba into a pil v60 standard test bed (stb) for testing and reported neither the occurrence nor the error code e1104 could be duplicated during the boot up of the cpu pcba or standard test bed operation using the cpu pcba. After the operation of the cpu pcba for a period of time, the unit was placed into a hardware power fail condition. With the unit in a no power/hardware power fail state, the pil technician allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the system are well within specification. However, the pil technician noted through the use of the bk precision 1696 dc regulated power supply directly onto ls1, that ls1 emitted a distorted tone. Through pil testing, no error codes were produced but during the initial boot up of the cpu pcba, the ls1 emitted an intermittent, raspy, distorted sound which the pil technician concluded could account for the multiple 1104 error codes found in the drpt. In addition, ls1 shows a resistance of 6k ohms that is significantly lower than the expected 395k ohms and pil technician considered this as the reason for the multiple 1104 error codes noted in the drpt. The pil part analysis concluded the ls1 is faulty. H11: d4 - product UDI #.